Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty appears to be related to operational context. Return device analysis noted the catheter shaft was bunched at the distal end of the sidearm. In this case, it is likely that the guide wire was loaded at an angle and/or the bdc was inadvertently mishandling during advancement of the guide wire, such that the shaft bunched and subsequently resulted in the reported difficulty removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild calcification and no tortuosity. An amplatz guide wire became stuck inside the hub of armada 35 percutaneous transluminal angioplasty (pta) catheter. The devices were removed together. Another armada 35 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.